Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant of implantable pulse generator (ipg), the ventricle lead and atrial lead were implanted first and parameters were satisfactory. Then the ipg was implanted and leads connected to the device. However, after the ipg was placed in subcutaneous pocket, there was no ventricle pacing signal. The ipg was taken out and tested several times, and parameters were all normal. Physician re-connected the ipg and placed the device into subcutaneous pocket again, however there was still no ventricle pacing signal. The ipg was replaced, and the ventricle sent pulses were normal. No patient complications have been reported as a result of this event.